Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s therapy was not giving stimulation or working. The rep reprogrammed the device which resolved the issue. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Event description:
Additional information was received from the manufacturer representative on 2017-06-02 reporting that the cause of the scs not providing stimulation was not determined. At the time of the report the patient was doing well and receiving adequate pain relief. No further information was available. No further complications were reported.

Manufacturer narrative:
Correction to the initial manufacturer's report.

Event description:
There were patient symptoms reported.